Manufacturer narrative:
Corrections: adverse event or product problem, outcomes attributed to adverse event. These fields have been updated. Investigation: evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. Visual inspection of the returned device revealed three regions of surface damage on the catheter. Suture material was tied around the catheter and there appeared to be a hole underneath the threading approximately 16.5 cm from the hub. A flattened and punctured region of the catheter was found approximately 21 cm from the hub. Wearing/scoring marks were found 26 cm from the hub. Dimensional verification of undamaged regions found the catheter to be within specifications. A functional test found leaking at the region the suture thread was wrapped around as well as at the flattened region where the puncture was identified. The leakage presence confirmed the customer complaint. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of returned product, and the results of our investigation, a definitive root cause could not be established. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a polyethylene drainage catheter was placed in the patient for an unspecified procedure. An unspecified time after placement, the device was found to be leaking. The catheter was replaced with another device successfully. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported in additional information received on 21dec2018 that the device was implanted in the gallbladder of a patient for a percutaneous transhepatic gall bladder drainage. The device was in place for seven days before it was found to be leaking.